Event description:
During surgery to place an im rod, the pin of the instrument used to place the rod was broken off and is still retained within the pt. At this time, the pt has had no ill effects from this.